Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The reported issue was resolved by replacing pwa board. The investigation also found a detached dso seal. This was replaced as well. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dead clock battery needs to be sent to ICU for a new clock battery. The investigation found a detached dso seal.